Manufacturer narrative:
Plant investigation: the customer reported samples were available for return for evaluation, however, as of 11/20/2020, no samples were returned. Samples are not needed to confirm the allegation. A sample retain was tested through a special test request and found to be within specifications. Through other complaint allegations of the same issue for lots: 20lxac056, 20lxac058, and 20lxac076. There were companion samples available for testing, which were tested at both the (B)(6) laboratories. And results were found to be conflicting. Due to the conflicting results found between the laboratories, the (B)(6) test methods were reviewed, and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot#: 20lxac060 did not meet release specifications, and the allegation conductivity low was confirmed. A product history review was performed. A review of the complaint management system on 11/23/2020 did not identify any additional reported events for lot no. 20lxac060 related to conductivity issues. A review of the product inventory records for lot no. 20lxac060 indicated that 2222 cases of finished product were manufactured on 9/17/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac060 met release specifications. In conclusion, 20lxac060 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues, and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomedical technician reported to fresenius customer service that a lot of naturalyte had low conductivity. Upon follow up, the customer said that before used the conductivity was at 13.1. Patients were treated with this lot. No patients experienced any adverse events or ill effects. The biomed stated they did not know how much product they have set aside. There has been no recent service to the machines. They used the bibag 4000rx12; lot number: unknown.